Event description:
As reported, after a 6/7f mynxgrip vascular closure device was used, the patient returned to the hospital after their release and reported that a walnut-sized lump formed in the groin that could be squeezed out after a few days. It emptied with a plug and liquid. There was no reported patient injury. The patient was slim and treated by a physician who is a very experienced radiologist and has used the device before. These side effects are new and have not existed before. The device is not expected to be returned for evaluation as it was discarded.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Additional b5 narrative: additional information received from the physician noted that the puncture site spontaneously emptied percutaneous about 2-3 weeks after investigation. The patient reported during the 1st outpatient treatment control in the period of 1-3 months after catheterization. The patient did not need to be hospitalized or required special treatment. The physician also stated, ¿my colleagues of the surgery department did not note down the patient name, birthdate, dates of investigation. Mynxgrip was during this period always used retrograde approach for interventional peripheral procedures. All patients were punctured femoral arterial, which we always verify by fluoroscopy when placing the mynxgrip. Vessel diameter is always greater than 5mm when we use mynxgrip. Before and after none of our patients complained about such sensations. We think at the time we used mynxgrip 6f/7f lot: f2124201, possibly lot: f2121101. Because of the delay when the patient complained while outpatient treatment in department of surgery we did not ensure any additional information.¿ in addition, the demographic information of the involved patient was not documented and no further information was available. As reported, after a 6/7f mynxgrip vascular closure device was used, the patient returned to the hospital after their release and reported that a walnut-sized lump formed in the groin that could be squeezed out after a few days. It emptied with a plug and liquid. There was no reported patient injury. The patient was slim and treated by a physician who is a very experienced radiologist and has used the device before. These side effects are new and have not existed before. The device is not expected to be returned for evaluation as it was discarded. Additional information received from the physician noted that the puncture site spontaneously emptied percutaneous about 2-3 weeks after investigation. The patient reported during the 1st outpatient treatment control in the period of 1-3 months after catheterization. The patient did not need to be hospitalized or required special treatment. The physician also stated, ¿my colleagues of the surgery department did not note down the patient name, birthdate, dates of investigation. Mynxgrip was during this period always used retrograde approach for interventional peripheral procedures. All patients were punctured femoral arterial, which we always verify by fluoroscopy when placing the mynxgrip. Vessel diameter is always greater than 5mm when we use mynxgrip. Before and after none of our patients complained about such sensations. We think at the time we used mynxgrip 6f/7f lot: f2124201, possibly lot: f2121101. Because of the delay when the patient complained while outpatient treatment in department of surgery we did not ensure any additional information.¿ in addition, the demographic information of the involved patient was not documented and no further information was available. The product was not returned for analysis. A product history record (phr) review of lot f2124201 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿ local reaction¿ could not be confirmed as the product was not returned for analysis. The exact cause of the reported event could not be conclusively determined. A local reaction after deployment of the sealant at the arteriotomy/venotomy is defined as a localized inflammation of the groin tissue that is not an infection. The patient may experience access site irritation, redness, rash, or inflammation. Local reactions can be due to the patient¿s sensitivity to the peg sealant material, or the post-care treatment of the access site. Some local reaction symptoms are mild and resolves on its own, while others may require over-the-counter medications, or, worst case scenario, medical intervention. Local reactions resulting from invasive procedures are a well-known potential adverse event and are listed in the IFU as such. Access site swelling is characterized as an abnormal raise at/near the access site as a result of fluid accumulation. This is a common post-procedural complication associated with any puncture site, and are frequently related to stick technique, and/or procedural/handling factors of the device used during the procedure. Puncture-site pain is an unpleasant physical discomfort or sensation experienced by the patient at the catheterization access site. However, pain is subjective to the patient, and there are many potential causes to the pain reported. However, it¿s likely related to the same factors that contributed to the local reaction and swelling. Based on the information available for review, it is not possible to determine what factors may have contributed to the issues experienced. However, patient/access site treatment factors are possible. According to the instructions for use which is not intended as a mitigation of risk, ¿in addition to the complications noted in the mynx clinical trial, the following potential complications, which may be related to the endovascular procedure or the vascular closure, may occur: allergic reaction, ecchymosis, superficial vein thrombosis, foreign body/local reaction, retroperitoneal bleed, vessel occlusion, pulmonary embolism, or death.¿ neither the phr review nor the information provided suggests that the reported event is related to the manufacturing process. Therefore, no corrective or preventive actions will be taken at this time.

Manufacturer narrative:
Complaint conclusion: as reported, after a 6/7f mynxgrip vascular closure device was used, the patient returned to the hospital after their release and reported that a walnut-sized lump formed in the groin that could be squeezed out after a few days. It emptied with a plug and liquid. There was no reported patient injury. The patient was slim and treated by a physician who is a very experienced radiologist and has used the device before. These side effects are new and have not existed before. The product was not returned for analysis. A product history record (phr) review of lot f2124201 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿local reaction¿ could not be confirmed as the product was not returned for analysis. A local reaction after deployment of the sealant at the arteriotomy/venotomy is defined as a localized inflammation of the groin tissue that is not an infection. The patient may experience access site irritation, redness, rash, or inflammation. Local reactions can be due to the patient¿s sensitivity to the peg sealant material, or the post-care treatment of the access site. Some local reaction symptoms are mild and resolves on its own, while others may require over-the-counter medications, or, worst case scenario, medical intervention. Local reactions resulting from invasive procedures are a well-known potential adverse event and are listed in the IFU as such. Based on the information available for review, patient factors likely contributed to the issue experienced. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿in addition to the complications noted in the mynx clinical trial, the following potential complications, which may be related to the endovascular procedure or the vascular closure, may occur: allergic reaction, ecchymosis, superficial vein thrombosis, foreign body/local reaction, retroperitoneal bleed, vessel occlusion, pulmonary embolism, or death.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.